Event description:
A zoll pt service representative (psr) contacted zoll customer support to report that an (B)(6) female patient's monitor response buttons were stuck. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. As received, the monitor's alarm module membrane switch was worn, preventing the response buttons from functioning. The cause of the worn membrane switch was unable to be positively identified. No adverse event resulted from the defective membrane switch. The pt received a replacement monitor.